Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 5mm monopolar handle 33cm it was confirmed that the insulation is compromised. Visible dings and scratches were seen throughout the shaft. Also it was noticed that the stryker logo part and lot numbers etching is not visible on the insulation, this unit appears to have been repaired in the past by a third party. The 5mm monopolar handle 33cm failed the insulation integrity test. The probable root cause could be wear and tear and or mishandling. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.